Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of this patient¿s death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. Visual inspection of device did not reveal any issues. The device was tested and no pneumatic leakage inside device pneumatic subsystem was found. Electrical tests were performed, no problem was discovered. The reported issue was not confirmed during evaluation. Simulated therapy was performed and completed as intended, no issues were observed. The device was fully tested and calibrated during evaluation. A service history review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.